Event description:
During priming of the involved oxygenator at a low fluid flow rate and with the gas flow on, bubbles were observed coming out of the arterial outlet. Upon visual examination of the unit, a broken fiber was observed near the gas outlet port with air bubbles exiting this broken fiber.